Event description:
On may 12, 2009, isi received the complaint from the site and on may 26, 2009, isi received medwatch uf / importer report #(B)(4) from the site regarding this event: "on (B)(6) 2009 a (B)(6) female underwent a robotic hysterectomy procedure. During the procedure, a hot shear instrument tip arced to the bowel. The physician examined the patient and did not feel there was any patient injury at that time. The case procedure and was completed without further event. The robotic instrument was changed out and found that the one time use plastic protective tip had a hole. It is unknown if the patient will have any undesired effects from the incident."

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On may 15, 2009, additional information regarding the event was provided by the robotic service leader. She stated that the procedure was delayed by approx 45 minutes while a general surgeon was called to check the patient's bowel. It was determined that the burn was superficial and no repair was needed. It was also noted that the surgical team observed intraoperative instrument collisions prior to the arcing event between the mcs instrument with the tip cover installed, and a pk dissector forceps instrument. If the additional information is received, a follow-up MDR will be submitted.